Event description:
Caller tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. No treatment provided. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.